Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sewing ring felt was not securely glued to metal on ring, causing blood to leak in between felt and metal portion. The sewing ring was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sewing ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review and experience with events of similar circumstances were considered; events involving fabric de-laminating the ring are most often attributed to deviations from procedure during the manufacturing process. If information is provided in the future, a supplemental report will be issued.